Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical record was provided and reviewed. Approximately, after seven years six months, several imaging techniques demonstrated that filter apex is present below the renal veins, all limbs appear to penetrate the walls of ivc and three punctate metallic density foci where one in the right upper lobe, one in the right middle lobe just lateral to the right atrium and one in the left lower lobe. Therefore, the investigation is confirmed for perforation of ivc and detachment of filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated the walls of the ivc, one limb was identified in the right upper lobe, one in the right middle lobe just lateral to the right atrium and one in the left lower lobe. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.